Manufacturer narrative:
The customer contact indicated that the device was discarded. Hospira has investigated the issue of no flow of solution with the secondary tubing set when connected to a smartsite needle-free valve on the carefusion primary tubing set. It ws determined that the cause of the no flow of solution was the tip of the option-lok male adapter was underfilled with acrylic multipolymer. The underfilled option-lok male adapter did not activate the smartsite needle-free valve on the carefusion primary tubing set resulting in no flow of solution. This was due to the molding process of the option-lok male adapter during manufacturing. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. On an unspecified date, an unspecified primary tubing set was being used to deliver an unspecified medication. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to an unspecified y-site on the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. It was reported that approximately 1 hour after the piggyback delivery was started, no flow of solution from the secondary tubing set was noted. There were no reported patient effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.